Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a transurethral lithotripsy (tul) procedure, after the user extracted the crushed stones 1-2 times with the ngage nitinol stone extractor, a basket wire broke. A second ngage nitinol stone extractor was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
(B)(4). Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. The basket sheath is free of damage. A functional test determined the handle actuates the basket formation to the open and closed positions. A visual examination noted the basket formation has three wires pulled free. The support sheath and basket sheath are still adhered. A review of the device history record found there were no non-conformances associated with the complaint device lot number. A complaint history search revealed this complaint is the only one associated with lot number 8407511. Per the instructions for use (IFU): caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket with 3 of the wires pulled free. The wires had pulled out of the tubing that forms the basket and were not cut or broken. No damage or defect was noted with the tubing or sheath. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. The provided information from the user states that "I didn't do 'overdo' on use.", indicating that the user does not believe excessive force was used during the procedure. There is not enough information available to determine a definitive cause for this issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported, during a transurethral lithotripsy (tul) procedure, after the user extracted the crushed stones 1-2 times with the ngage nitinol stone extractor, a basket wire broke. A second ngage nitinol stone extractor was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.